Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump's display was illegible due to scratches. The patient¿s blood glucose level was 13.2 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected no delivery/occlusion alarm noted. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, severely scratched display window, fading serial number, cracked keypad overlay at select button, damage keypad overlay and scratched case. Unit received with no moisture damage noted on motor, vibrator motor or battery tube assembly.